Event description:
It was reported that the end of service/end of life message displayed. It was felt that this was premature. The neurostimulator, lead and extension were revised today. During the revision of the neurostimulator, the healthcare provider found dark green fluid in the lead/extension boot. The sutures around the boot appeared to be intact. Further info is being requested from the hcp.